Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the anchor could be felt through the skin and was causing discomfort to the patient. The patient underwent a revision procedure wherein the anchor was explanted. The patient was doing well postoperatively.